Event description:
The facility reports the resident slipped out of the sling while being transferred from the bed to the wheelchair. The resident fell to the floor. Hitting her head and body on the floor. The resident was bleeding from the back of her head and had bruising on her body as a result of the fall. Resident was taken and admitted to the hospital.